Event description:
We became aware on 4/17/2025 that a sign im nail implanted to repair a fracture had to be removed due to instability at the fracture site. Surgeon comment: "nail dislodge so remove it."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability of the nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.